Event description:
The patient came to the facility for outpatient tonsil surgery. By all accounts, the procedure was uneventful and the patient was sent home with routine discharge instructions. Approximately 24 hours later, the patient presented at another facility's emergency department with post-tonsillectomy bleed. His condition became critical and he was transported by helicopter to a larger facility. He was placed on a ventilator and remained at the facility for a week until the ventilator was removed and the patient expired. Only the initial procedure was performed at our facility. We do not have official records of his care or condition after he was released from our facility.